Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 388 mg/dl and an insulin injection was used to address the bg level. Tandem technical support had the customer perform a system check and the pump was found to be functioning as expected. The cannula was removed an no damage was noted. The customer changed all of the supplies on the pump to resolve the occlusion.